Manufacturer narrative:
Device code: damage internal/ external. These codes were selected by the manufacturer based on information obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. According to the complaint, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).

Event description:
Note: date of event is unknown. It was reported to boston scientific corp. On (B)(6) 2008 that a corflo cubby low profile gastrostomy device was used in an enteral feeding procedure (male patient; age and weight unk). According to the complainant, the right angle feeding tube was unable to lock and nutrution leaked approximately 2 weeks after placement. The device was replaced with a bolus feeding tube. No patient complications were reported as a result of this event. The patient's condition was reported as "good".